Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with decreased visual acuity and increased iop (pre op 17 mmhg and post op is 25 mmhg). Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass) and possible endophthalmitis. The patient was treated with atropine, pred, and an injection of vanco and cefazidime. Additional information was requested but not received.